Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
It was reported that leaking occurred while using a bd nexiva¿ diffusics¿ closed IV catheter. There was no report of injury or medical intervention.

Manufacturer narrative:
The customer complaint was confirmed and determined to be a manufacturing related issue. A leakage into the septum assembly location was observed in the returned sample through visual and microscopic evaluation. A review of the device history record revealed no irregularities during the manufacture of the reported lot number. A leak test using air pressure under water was also performed and a leakage was observed in the septum component, further confirming the complaint received. Investigation conclusion: this defect is likely caused during the canister insertion process which is influenced by the alignment of the canister to catheter adapter during insertion, the lubrication of the primary septum with silicon, and the centeredness of the cannula insertion into the septum assembly.